Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm approximately 24 months ago. Vessel morphology at the time of implant was reported the proximal aortic neck was 20 mm in diameter and 60 mm in length. The distal aortic neck was 27 mm in diameter. The right iliac artery was 13 mm in diameter and the left iliac artery was 15 mm in diameter. The right and left femoral arteries were 14 and 12 mm in diameter respectively. The right iliac artery was mildly tortuous with 5% stenosis. The patient presented with ischemia in the left leg. A recent CT demonstrated that there was the left stent graft limb was thrombosed. The physician performed a thrombectomy and the occlusion was resolved. There was no apparent problem with the graft in terms of kinking or twisting however it was reported that the patient had become dehydrated prior to reported stent graft occlusion. The investigator assessed that this adverse event was related to the study device however not related to the study procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion) patient's condition affected effectiveness of device (dehydration) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (dehydration).